Event description:
It was reported during the minimally invasive chevron and akin osteotomy that the guidewire broke while using the pin driver. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-8741-15s, guidewire, batch 4155141857, was received for investigation. - upon visual inspection, a fracture was observed near the distal end of the device. -functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to misaligned insertion and/or prying and leveraging the device with excessive force. -refer to investigation photos. -complaint allegation is confirmed.